Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified: anxiety-product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Device wrinkling: not observed. Wrinkling of the skin: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported the device was replaced "due to the risk of becoming ill." Healthcare professional later reported capsular contracture, baker grade iii and rippling. The device has been explanted and replaced. This record relates to the right side.

Manufacturer narrative:
Continued e1: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported, the device was replaced, "due to the risk of becoming ill". Healthcare professional, later reported, capsular contracture, baker grade iii and rippling. The device has been explanted and replaced. This record relates to the right side.